Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable." Trouble shooting was performed, and the problem persisted. The event occurred while in use with patient at the patient's home and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had alarmed "no disposable." No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.